Manufacturer narrative:
(B)(4). Foreign: the event occurred in (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation. Product location unknown.

Event description:
It was reported that the patient underwent initial right hip surgery on an unknown date and was revised due to osteolysis around a well-fixed implant. Subsequently the patient reported severe limp using one crutch for support walking maximum distance at follow up visit. Attempts have been made and no further information has been made available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. X-ray review noted overall fit and alignment of the implants is appropriate. Osteopenia is present. Fractures are seen involving the greater trochanter, lesser trochanter as well as the lateral cortex of the proximal to mid femoral diaphysis distal to the third cerclage wire. There is also a suggested fracture involving the medial cortex of the proximal femoral diaphysis in between the 1st and second cerclage wire. There appears to be possible fracture involving the superior cerclage wire medially. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Upon reassessment of the event it was determined that the complaint is not reportable and the initial report is submitted in error and should be voided.